Event description:
The customer reported that the adjusted sound device screen turned white and is unreadable on the remote network station (rns or remote monitoring system)

Manufacturer narrative:
This product is serial number range is part of the recall - 2080783-04-15/15/001-c. However, the issue mentioned in this complaint is unrelated to the recall issues. Awaiting requested device for failure investigation.